Event description:
The user facility reported that blood was observed leaking from the oxygenator's gas outlet port during the procedure. The volume was not estimated, but it was described as minimal and the unit was not changed out.